Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp IV fat emulsion administration set leaked from the drip chamber. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was performed using the naked eye and no defects were observed. Functional tests including pressure test and clear passage under water tests were performed and the results were not satisfactory; a leak between the assembly of the tubing into the drip chamber was observed on both samples. A dimensional test was performed, at the tubing and the results were according to specification. The reported condition was verified on both samples. The cause of the condition was determined to be either an improper manual assembly, an incorrect amount of solvent or an incorrect assembly method during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.